Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the on/off switch on the roller pump was switched to the off position that the pump wouldn't restart until they cycled power on the entire perfusion system console. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00478.